Event description:
Boston scientific crm received information that during a device replacement procedure, difficulty was encountered removing the chronic lead implanted approximately nine years from this device header. An internal technical service consultant was contacted and provided the information to assist with the lead removal. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the pacemaker header revealed that both ventricular setscrews were fully distended. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately and functioned as designed. A series of electrical tests were also performed, and again, normal device function was observed. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found in the atrial and ventricular channel of the inner and outer seal rings.